Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient is at home, an abdominal ultrasound without significant alterations was performed yesterday. Patient was prescribed oral antibiotic augmentin 875 mg every 8 hours for 10 days, which patient started taking today. No pain or fever. No erythema. On (B)(6) 2021 it was reported the patient was stable, no lesions or signs of infection. Skin intact and healthy. No treatment. Episode resolved. Recommendations for cleaning and care of the stoma are made.